Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.

Event description:
Additional information was received on 17 jan 2024: a different kind of closure device was opened and used to successfully achieve hemostasis. There was no difficulty inserting the locator into the hub, tried multiple times. The user successfully inserted and locked the locator in the hub; however, there was no audible click on mating. There was no tactile feedback after mating. The locator and hub had a loose connection and was never fully mated. The locator was too loose and failed to stay in place. This occurred outside the patient.

Event description:
The user facility reported that the dilator and sheath would not connect together upon trying to place the dilator in the sheath. Therefore, the device could not be used as it did not function properly. The patient was stable and the procedure successful. The procedure was a heart catheterization. There was no blood loss. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a3: patient sex: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: requested, not provided due to hospital policy, a6: race: requested, not provided due to hospital policy, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.